Event description:
It was reported that the device is out of tolerance after changing the dallas smartwatch chip. The customer indicated that the configuration values are not stored after calibration. It also shows energy fault when being discharged on a defib analyzer, using hard paddles. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplement report on this event to the FDA as provided by 21 cfr 803.56.